Event description:
A fractured catheter was reported. It was stated that during catheter evaluation, a fracture became apparent at the connector site; it was confirmed via a catheter access port (cap) contrast study on (B)(6) 2012. Severity was noted as moderate and the event was indicated as ongoing with no actions taken as of the date of this report. Drug delivered via the device was dilaudid. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8711, lot# j10833r62, implanted: (B)(6) 2001, explanted: unk. (B)(4).

Event description:
Additional information: a surgical intervention of the catheter occurred (B)(6) 2012; the intrathecal catheter was trimmed by approximately 0.5 cm from the spinal segment. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4).